Manufacturer narrative:
The reagent lot number was 72134200. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable cobas integra creatinine plus ver.2 assay results from the cobas 4000 c311 stand alone system. The initial result was 22 umol/l with a data flag. The repeat results were 146 umol/l with a data flag and 144 umol/l with a data flag. No results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer found there was an issue with the vacuum tubing as it was leaking. He performed proactive maintenance and replaced the tubing. The customer's qc results were within the expected range. The investigation determined the service actions resolved the issue.